Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with amikacin intraperitoneal (ip) injection of amikacin (125 milligrams, duration, frequency not reported) and ip injection of vancomycin (500 milligrams, once a day, duration not reported) for peritonitis. At the time of the report, the patient outcome was unknown. Dianeal therapy was ongoing. No additional information is available.